Event description:
Additional information was received as follows: it was reported that the patient was treated with a 36/36/70 endurant cuff and snorkels and the patient is doing well and will be monitored.

Event description:
Additional information was received as follows: it was reported that the patient still has a proximal type I endoleak.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a proximal type I endoleak observed. The type I endoleak was attributed to aortic neck dilatation. No intervention was performed. The patient will be monitored. No clinical sequelae were reported and the patient is fine. Review of returned films 15 months post-implant revealed that the bifurcate was positioned just below the renal arteries, within the severely angulated proximal neck. The ipsilateral limb and extension were placed into the right external iliac; the right hypo had been coiled. The contralateral limb was placed into the left common iliac. The stent graft proximal margin was angulated approximately 80deg (r-l) to the flow divider centerline, with a minimal proximal seal length. A proximal type I endoleak was seen. The maximum aaa measured 4.5cm, and the limbs were patent. Films from 22 months post-implant again show the bifurcate placed within the short and angulated proximal neck. A proximal type I endoleak is visible, and the aaa maximum diameter is 5cm. Earlier follow-up images were not provided. The cause of the proximal type I endoleak was likely due to the angulated and short length proximal neck.

Manufacturer narrative:
(B)(4).